Event description:
Philips received a report that a patient suffered a burn on the right shoulder with a blister, during the right shoulder examination with the shoulder coil. Based on additional information, it was clarified that the reddened area was 3-4 inches and the blister was 1/2 to 1 inch.

Manufacturer narrative:
Philips has started an investigation; a follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Previous follow up record was complete and no additional follow up report will be sent for this reported issue. Please refer to the MFR report number 1056069-2024-00002.